Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. Model number: 72404310, lot number: 0186489009, model description: pump ms.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to fluid loss from a cylinder tear and pump malfunction. A pair of new 18cm x 9.5mm cylinders and ipp pump were implanted. It was further reported that there were also problems with inflating the device. The inflation difficulty started two weeks prior to surgery. The patient was doing well following surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Model number: 72404310; lot number: 0186489009; model description: pump ms.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to fluid loss from a cylinder tear and pump malfunction. A pair of new 18cm x 9.5mm cylinders and ipp pump were implanted. It was further reported that there were also problems with inflating the device. The inflation difficulty started two weeks prior to surgery. The patient was doing well following surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.